Manufacturer narrative:
Evaluation summary: the device was returned partially deployed with the thumb advancer 7/16" proximal of the finish arrow. The vessel locator wings (vlw) were intact and collapsed. This was not consistent with the reported event of "partially prolapsed and bent." The bent garage leaves, cut exchange sheath and broken pusher body to nylon shaft bond separation are consistent with the damage caused during shaft carving. The nylon shaft was carved 1/8" proximal of the pusher body. The carving created the resistance reported in the experience. No device malfunction was detected and we were not able to determine the root cause for the shaft carving. A review of the device history record for this lot did not produce any findings that were relevant to this investigation.

Event description:
Device malfunction: sheath carving, difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician being trained in the use of the starclose device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, during step 3 (thumb advancer step) resistance was felt and carving at the edge of the device tip was noted. The safety release button was depressed for an unsuccessful retrieval attempt. The device was ultimately removed with applied force. Manual compression was used to achieve hemostasis. Upon removal of the device, it was reported that the vessel locator wings were partially prolapsed and bent. There were no reported adverse patient sequelae. Though requested, no additional information was available.